Event description:
Customer reported the v series monitor's display intermittently goes blank, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's v dock and power pin board. Unit was tested to factory's specifications.